Event description:
Event verbatim [preferred term] burn wound [thermal burn] , the patient used the heatwrap directly on her skin while it is recommended to use it over clothing for patients above the age of 55 years [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer (patient's spouse). A 55-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) device lot number an2277, expiration date jan2022, from an unspecified date at an unspecified frequency for pain. Medical history and concomitant medications were not reported. It was reported that they bought and used thermacare after recommendation from the pharmacy. It was reported that the patient used the product for 4-5 days and was very satisfied. She didn't have pain anymore. The patient developed "a burn wound from the 40 centigrade heat" on an unspecified date. She stated that it was not treated by a physician. The patient used the heatwrap directly on her skin while it is recommended to use it over clothing for patients above the age of 55 years. It was also communicated to the patient that use should be limited to 7 consecutive days. The action taken in response to the event for thermacare heatwrap and outcome of the event were unknown. New information from product quality group included: investigation results from manufacturing site: conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "a burn wound." The cause of the consumer receiving a burn wound is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the manufacturing site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-105746, complaint trending guideline, effective 19-nov-2019, a visual evaluation was performed to identify if a potential trend exist for the lot and subclass. No trend was identified. Refer to attachment adverse event serious unknown an2277. On the basis of this evaluation, a trend does not exist for this lot. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event/serious/unknown. Refer to the attached 24 month trend chart adverse event lbh (B)(6) 2017 to (B)(6) 2019. Return sample evaluation: a return sample has not been received at the site. Investigation results from division: dchu: severity of harm: s3; conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient sustained a burn injury with product use as the heat wrap was placed directly over the skin. Review of complaint description concludes there is no device malfunction. Follow-up (22nov2019 and 25nov2019): new information from contactable consumer included event information and from product complaints group, severity of harm reported, malfunction added. Follow-up (27nov2019): new information received from product quality complaint group includes investigation results. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "a burn wound from the 40 centigrade heat" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "a burn wound from the 40 centigrade heat" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Manufacturing site conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "a burn wound." The cause of the consumer receiving a burn wound is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the manufacturing site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-105746, complaint trending guideline, effective 19-nov-2019, a visual evaluation was performed to identify if a potential trend exist for the lot and subclass. No trend was identified. Refer to attachment adverse event serious unknown an2277. On the basis of this evaluation, a trend does not exist for this lot. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event/serious/unknown. Refer to the attached 24 month trend chart adverse event lbh (B)(6) 2017 to (B)(6) 2019. Return sample ev.

Event description:
Burn wound [thermal burn] , used the heatwrap directly on her skin [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer (patient's spouse). A 55-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) device lot number an2277, expiration date jan2022, from an unspecified date at an unspecified frequency for an unspecified indication. Medical history and concomitant medications were not reported. They bought and used thermacare after recommendation from the pharmacy. It was reported that the patient used the product for 4-5 days and was very satisfied. She didn't have pain anymore. The patient developed "a burn wound from the 40 centigrade heat" on an unspecified date. She stated that it was not treated by a physician. The patient used the heatwrap directly on her skin while it is recommended to use it over clothing for patients above the age of 55 years. It was also communicated to the patient that use should be limited to 7 consecutive days. The action taken in response to the event for thermacare heatwrap and outcome of the event were unknown. The product quality group reported the severity of harm as s3. Follow-up (22nov2019 and 25nov2019): new information from contactable consumer included event information and from product complaints group, severity of harm reported, malfunction added. Company clinical evaluation comment: based on the information provided, the events of "a burn wound from the 40 centigrade heat" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. Comment: based on the information provided, the events of "a burn wound from the 40 centigrade heat" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Event description:
Burn wound [thermal burn], used the heatwrap directly on her skin [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable non-healthcare professional (patient's spouse). A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) device lot number an2277, expiration date jan2022, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. It was reported that the patient used the product for 4-5 days and was very satisfied. She didn't have pain anymore. The patient developed "a burn wound from the 40 centigrade heat" on an unspecified date. The patient used the heatwrap directly on her skin while it is recommended to use it over clothing for patients above the age of 55 years. It was also communicated to the patient that use should be limited to 7 consecutive days. The action taken in response to the event for thermacare heatwrap and outcome of the event were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "a burn wound from the 40 centigrade heat" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "a burn wound from the 40 centigrade heat" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Product: thermacare lower back & hip. Lot number and expiration date: an2277 and jan2022. Description of compliant: "the patient had a burn wound. The patient used the heatwrap directly on her skin while it is recommended to use it over clothing for patients above the age of 55 years.". Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Summary of investigation: batch an2277 is the only batch within the scope of this investigation. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "a burn wound." The cause of the consumer receiving a burn wound is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term]. The patient used the heatwrap directly on her skin while it is recommended to use it over clothing for patients above the age of 55 years [intentional device misuse], burn wound [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer (patient's spouse). A 55-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number an2277 and expiration date jan2022, on an unknown date for pain. Relevant medical history and concomitant medications were not reported. They bought and used thermacare after recommendation from the pharmacy. The patient used the product for 4-5 days and was very satisfied. She didn't have pain anymore. The patient developed "a burn wound from the 40 centigrade heat" on an unknown date. She stated that it was not treated by a physician. The patient used the heatwrap directly on her skin while it is recommended to use it over clothing for patients above the age of 55 years. It was also communicated to the patient that use should be limited to 7 consecutive days. The action taken in response to the events for thermacare heatwrap and the clinical outcome of the events were unknown. New information from product quality group included: investigation results from manufacturing site: conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "a burn wound." The cause of the consumer receiving a burn wound is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the manufacturing site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. A visual evaluation was performed to identify if a potential trend exist for the lot and subclass. No trend was identified. Refer to attachment adverse event serious unknown an2277. On the basis of this evaluation, a trend does not exist for this lot. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event/serious/unknown. Refer to the attached 24 month trend chart adverse event lbh 13-nov-2017 to 13-nov-2019. Return sample evaluation: a return sample has not been received at the site. Investigation results from division: dchu: severity of harm: s3; conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient sustained a burn injury with product use as the heat wrap was placed directly over the skin. Review of complaint description concludes there is no device malfunction. On 18dec2019, the product quality complaint group provided the following investigation results from the manufacturing site that yielded no product quality issues. Product: thermacare lower back & hip. Lot number and expiration date: an2277 and jan2022. Description of compliant: "the patient had a burn wound. The patient used the heatwrap directly on her skin while it is recommended to use it over clothing for patients above the age of 55 years.". Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Summary of investigation: batch an2277 is the only batch within the scope of this investigation. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot-specific trend identified?: no. Lot trend assessment & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. A visual evaluation was performed to identify if a potential trend exist for the lot and subclass, a trend does not exist for this lot. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "a burn wound." The cause of the consumer receiving a burn wound is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (22nov2019 and 25nov2019): new information from contactable consumer included event information and from product complaints group, severity of harm reported, malfunction added. Follow-up (27nov2019): new information received from product quality complaint group includes investigation results. No follow-up attempts are needed. No further information is expected. Follow-up (18dec2019): new information received from the product quality complaint group included: updated investigation results that yielded no product quality issues. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "a burn wound from the 40 centigrade heat" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "a burn wound from the 40 centigrade heat" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of "intentional device misuse" which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.